Manufacturer narrative:
Other relevant device(s) are: cfn: 966065, lot: unknown, description: system, 9660651, axiem portable. A manufacturer representative visited the site to perform a system checkout and any necessary part replacement. The axiem emitter failed initially, prompting the emitter to be replaced, after which the navigation system was retested and passed all check with normal function. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported the system received an error that the emitter could not work. There was no patient involvement and no surgical delay reported.